Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl and ketone level was moderate. Customer went to the emergency room (ER) and was treated with saline and insulin injections. After 6 hours, bg was 383 mg/dl. Customer left the ER feeling unstable and continued to recover by laying down. Customer alleged the pump was not delivering insulin and was cause of elevated bg. Customer reverted to using manual injections for insulin therapy.